Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that said patient suffered a fall approximately 1 month ago. Upon revision, surgeon observed mdm liner disassociated from well-fixed acetabular component and reconstructed.